Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08jan2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported an e/c 1104 (backup alarm failed). No patient or user harm was reported. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 14jan2019 , date rec¿d by MFR : 09jan2019. The manufacturer¿s field service engineer (fse) confirmed the reported backup alarm issue. The fse powered the unit on in normal ventilation mode and the unit alarmed upon power up. The significant event log was reviewed and error code 1104 (backup alarm failed) was present. The manufacturer¿s field service engineer (fse) replaced the cpu pcba to address the reported problem. The unit device has returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 05/04/2019. Failure analysis on the returned cpu board shows that the reported problem could not be reproduced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.